Event description:
A customer reported a malfunction on their insulin pump. There was no adverse impact on the customer's blood glucose level. The customer independently reset the pump and resumed insulin therapy. In response, technical support confirmed that a replacement pump should be provided and subsequently sent it to the customer.